Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility the device did not detect proximal occlusion. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.